Manufacturer narrative:
A4: the patient's weight was obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant patient experienced pain. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.